Event description:
While wearing the extent equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. Testing confirmed that device was not functioning. The patients ci device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.